Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monoplus suture. The client reported that right after opening the package, customer grasped the needle with a needle holder and tried to pull out the thread, but the needle came off. It was not pulled out with excessive force. There is no patient involvement.

Manufacturer narrative:
Analysis and results: the involved batch is unknown. As no batch number is available, the batch manufacturing record cannot be reviewed. We have only received one open sample that contains only the suture and support cardboard. The open sample received has the needle detached from the thread, and the thread is still wound on the pack. However, without any closed sample we cannot carry out an analysis in order to take a decision. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.